Event description:
The customer reported that a patient (a2 with anti-a1) did not react in the anti-a microtube of the mts anti-a/b/d monoclonal and reverse grouping card lot # 111307037-19. Patient's type was reported as group o, rh negative. Manual gel results matched the provue results. Testing was repeated by the traditional tube method and the sample was typed as group a, rh negative. Additional testing performed with a1-lectin showed negative results. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. The sample is most likely an a2 with anti-a1 reacting positive in tube and negative with anti-a gel antisera at the customer site. Incident is most likely sample related. (B) (4)